Manufacturer narrative:
Device is a combination product. A promus element plus,mr,ous 3.50x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with stent struts lifted and pulled distally on the 3rd proximal stent strut row. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16oct2019. It was reported that crossing difficulty was encountered. The tight target lesion was located in the left anterior descending artery. A 3.50x32mm promus element plus drug-eluting stent was advanced for treatment, but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.